Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lv lead pacing threshold was high and it appeared to pace the atrium instead of the ventricle. Early battery depletion was also reported. The lv lead and device were replaced. No patient complications have been reported as a result of the event.